Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection including microscopic inspection was performed with no issues noted. Functional tests including leak testing, clear passage testing and clamp function testing were performed with no issues noted. Dimensional verification was performed and device was within specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip protector was detached from the transfer set's spike. The event occurred after opening the overpouch before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.